Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a subclavian tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. Prior to the procedure, a proctor review recommended a carotid approach due to a tortuous right subclavian but the physician proceeded with subclavian. During the procedure, the esheath was pointing lateral when the dilator was removed. The team then advanced the pigtail catheter for angiogram and performed angio in the dissection plane. The patient had an ascending aortic dissection up to the innonimate. Vascular surgery was called to consult; however, the patient was not a candidate. The surgeon called another facility with vascular surgery to take over care. The patient was transferred to pacu awaiting transfer in stable condition; however, the patient expired in the ICU overnight. As per follow-up with the fcs, the operator also pulled both the dilator and the wire after the edwards esheath was introduced. The sheath popped up without the support of the wire which caused the dissection. There was no allegation the esheath malfunctioned. The perceived root cause of the death is due to the aortic dissection. The devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to evaluation findings. Sections b4, g3, g6, h2 and h11 has been updated. The complaint for difficulty introducing sheath was unable to be confirmed as no device and/or relevant imagery were provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, the esheath was pointing lateral when the dilator was removed. The team then advanced the pigtail catheter for angiogram and performed angio in the dissection plane. The patient had an ascending aortic dissection up to the innonimate." Additional follow-up clarified, "the operator also pulled both the dilator and the wire after the edwards esheath was introduced. The sheath popped up without the support of the wire and caused the dissection." During tavr, a guidewire is used to facilitate safe sheath placement as well as to keep the sheath orientation secure and parallel with respect to patient-s vasculature. Retrieval of the guidewire along with the introducer, without holding the sheath in place, could cause the sheath to dislocate and dissect the vessel, as reported. As such, available information suggests that use error (device manipulation technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.